Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio out occurred. Data was evaluated and the allegation was confirmed. The device functioned within specifications and patient settings. The probable cause could not be determined. No injury or medical intervention was reported. Data investigation confirmed the no audio alert on the mobile app. Patient reached their low alert threshold of 4.4 mmol with an egv of 3.5 mmol on (B)(6) 2021 at 7:34 am. Patient received their low alert at 7:34 am, which was vibration only. The alert was then acknowledged at 7:34 am, before mute override would have occurred. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.